Event description:
It was reported that during a laser lithotripsy procedure for kidney stones, the laser fiber snapped in two pieces during firing of the laser. The fiber was removed from the procedural area and a new laser fiber was opened and used. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that during a laser lithotripsy procedure for kidney stones, the laser fiber snapped in two pieces during firing of the laser. The fiber was removed from the procedural area and a new laser fiber was opened and used. No further information was provided.